Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had high blood glucose. The customer's blood glucose ranged between 500mg/dl to over 600mg/dl. The customer treated with a bolus.